Event description:
Additional information was received from the patient (pt) stating they all swelled and sored around the implant site. Pt mentioned they found a facility to get to, but they couldn't get them until five days ago, and when they woke up two days ago, the swelling was a little worse and they were fearing infections. Patient said they were in the emergency room most of day two days ago, and the hospital run a bunch of tests and they ruled out any type of infection. Patient mentioned they found a doctor, and they just talked to the facility and will have an appointment in a couple days, but they were told to call patient services to meet with a rep at the doctor's office. Agent reviewed the role of the manufacturer representative (rep), provided the national answering service (nas) phon e number, and redirected to rep and healthcare provider (hcp) to further address the issue. Agent sent an email to the field team for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported significant soreness at the implant location beginning several months ago. Pt stated no prior issues with their previous spinal cord stimulator. Pt described a sensation of the battery sticking out and noted swelling at the location. Agent redirected pt to hcp for further evaluation. Pt mentioned the implanting doctor has retired. Agent emailed physician listings to pt.